Event description:
It was reported that during a device change out, insulation damage was observed via fluoroscopy and upon explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 34.7cm was returned for analysis. The proximal end of the svc coil was noted to be fractured, and insulation damage was noted at 29.4-31.0cm, 31.3-31.4cm, and 31.3-31.6cm from the connector pin, both consistent with clavicle crush damage. The etfe coating was intact at these locations.